Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code "malf 0." There was no adverse impact to the customer¿s blood glucose level. The customer was able to reset the pump and continue insulin therapy.